Event description:
It was reported hemorrhage occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman trusteer access system (was) was inserted and advanced, and a 24mm watchman flx pro closure device was implanted. While patient was being observed on the table to rule out pericardial effusion, the patient suddenly became tachycardic with a heart rate in the 150s and hypotension was noted. It was noted that the was not closed completely and the patient had 600ml of blood loss from the sheath. Intravenous fluids and two (2) units of packed red blood cells were administered. The patient was stabilized, awake and oriented, and was transferred to the intensive care unit (ICU) for overnight observation. The patient is fully recovered and has been discharged home.